Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information. The additional foxcross referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a mildly tortuous, mildly calcified, superficial femoral artery stenting procedure, during post-dilatation of a non-abbott stent, a fox cross balloon dilatation catheter (bdc) was advanced without resistance. The balloon was inflated to less than ruptured rate of balloon pressure and the balloon ruptured. The fox cross bdc was removed and another fox cross bdc was advanced to the stent. This balloon was also inflated to less than ruptured rate of balloon pressure and the balloon ruptured. This fox cross bdc was removed and another non-abbott bdc was advanced to post dilate the stent successfully. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.